Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she experienced high blood glucose levels. The customer's blood glucose level went up from 320 mg/dl to 420 mg/dl after giving herself 5 units of insulin through the insulin pump. The device was not returned.